Event description:
A user facility returned the olympus asset, evis lucera elite video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that no image displayed due to a faulty printed-circuit board. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The olympus service center did not find any additional findings during the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the event occurred due to a failure of the printed circuit board. However, the specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.